Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of a downstream occlusion alarm. Functional testing involved occlusion and infusion testing. The downstream occlusion sensor passed the occlusion test and no error regarding downstream occlusion was detected during the infusion test. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed a "downstream occlusion" alarm. No adverse effects were reported.